Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The devices for the three malfunctions have been returned for evaluation; the investigation is confirmed for missing component for one of the three malfunctions; however the investigation of the second and third malfunction are inconclusive based on the returned sample. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4. H11: g1, h6(results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 0606100c port allegedly experienced a missing component. This information was received from various sources. There was no patient involvement for any of the three malfunctions. The patients¿ age, weight, and sex were not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The devices for the three malfunctions have been returned for evaluation; the investigation is confirmed for missing component for two of the three malfunctions; however the investigation of the third malfunction is inconclusive based on the returned sample. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 0606100c port allegedly experienced a missing component. This information was received from various sources. There was no patient involvement for any of the three malfunctions. The patients¿ age, weight, and sex were not provided.